Event description:
Sales rep reports that the surgeon was putting on a crosslink nut when he noticed a shaving of metal coming up from the set screw. The set screw and nut were removed and the shavings of metal came off from a second set screw. Removed the second set screw and metal shavings came off from the third set screw that was inserted. However, the surgeon torqued/tightened the third set screw and decided to leave it in the patient. See mfg medwatch report no. 1526439-2014-11255 for the second set screw that was involved in this event. See mfg medwatch report no. 1526439-2014-11356 for third set screw that was involved in this event.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Visual inspection noted that the threads on the inner screws had been torn. A review of the device history record for the mountaineer head to head x-connector inner screw found no discrepancies during the manufacturing of the product. No issues were identified during the manufacturing and release of this product that could have been contributed to the problem reported by the customer. The product was released accompanying all quality requirements. A 12-month review of the complaint trend analysis for the mountaineer head to head x-connector inner screw was conducted on the specific product code from this complaint as the product family does not exist for this device. Review of complaints found no significant trends. The root cause of the inner screw thread becoming torn cannot positively be determined. However, the noted torn threads is most likely indicative of an inadvertent cross threading having occurred during screw tightening. No corrective action/preventive action is required as there has been no issue identified in the manufacturing or release of this device, and there have been no systematic trends. Therefore, this complaint will be closed with no further action required.